Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic sphincterectomy procedure. According to the complainant, "the device was inserted through a scope but it was noted that under endoscope image, the wire was cut off". The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.